Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29oct2019. The manufacturer¿s field service engineer (fse) confirmed the battery failure. The fse performed the visual inspection, re-plugged the battery, tested, inspected the data, passed the device, and returned the unit to full functionality.

Event description:
The customer reported the battery failure. There was no patient involvement.